Event description:
It was reported that a radix anker post separeted. Further information has been requested, though none is available as of this report.

Manufacturer narrative:
In this event, it was reported that a radix anker post separated, further information has been requested, though none is available as of this report. While there is no indication that a patient was injured or required intervention, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function. Therefore, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.